Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The 6mm monopolar curved scissors was analyzed and found to have the tube adapter broken. The broken piece measures approximately 0.043" x 0.078" and was not returned. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer-reported issue. .

Event description:
It was reported that during central processing, the monopolar curved scissors had a broken tip. There was no report of patient involvement. Intuitive surgical inc.(isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.